Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8703w, lot# l46691, implanted: (B)(6) 1997, explanted: (B)(6) 2006, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and baclofen (concentrations and doses unknown) via an implantable infusion pump. Patient history included non-malignant pain, other chronic/intract pain (trunk/limbs), and rsd/causalgia-complex regional pain syndrome. The patient stated that six peripheral nerves were fried by the soaking and leaking of morphine. Three nerves were taken out because of the toxicity of the drug. The patient had neuromas that felt like knives sticking in you. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.